Event description:
It was reported " the balloon cannon inflate". To continue therapy, the catheter was replaced in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the balloon cannon inflate". To continue therapy, the catheter was replaced in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Returned with the sample was supplied teflon sheath w/ sidearm and dilator assembly. Upon return, the distal end of the non-teflon sheath was noted at approximately 39.2cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was noted fully unwrapped. Multiple bends to the iabc central lumen were noted at approximately 5.3cm, 11.9cm and 59.7cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No obvious blood was noted within the iabc helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.3cm and 12.2cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 69.7cm and 77cm from the iabc luer end, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon cannot inflate" is not confirmed. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. During functional testing, the iabc bladder inflated and deflated completely with no alarms noted. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.